Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 249 mg/dl. The customer reported that the drive support cap was protruded. The customer did not press the cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with partially broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and cracked reservoir tube window. The insulin pump was missing the end cap sticker and the reservoir tube o ring.